Manufacturer narrative:
The type of report was not updated previously from being a reportable malfunction to indicate a reportable serious injury regarding the patient having been hospitalized. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s weight at the time of the event was requested but unknown. Regarding the current status of the device, it was noted as still in the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 5 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp and the rep were trying to refill the patient and could not find the septum. They did do an x-ray and confirmed the pump was not flipped. The pump was moving a lot. In 2017, the patient had a back surgery and they had to cut the catheter and could have caused the pump to move. Patient had some fat over the pump. The hcp attempted a refill and it seemed unremarkable until he was seeing some swelling over the pump and the patient complained of burning to the pocket. The hcp attempted to aspirate the contents of the reservoir but was getting no drug back. They believed there may have been a pocket fill. Patient would be sent to the hospital for monitoring and refilling would occur a couple days from now. Over this weekend the reservoir went empty. The hcp refilled the pump. The pump would not be refill for a few days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was hospitalized and now was coming back to the clinic to have the pump filled. The rep unsure as to the outcome or history of past day of refill. No further complications were reported.